Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device would not stop running was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the triggers jammed. It was determined that the triggers, front plate and magnetic support were worn. It was further determined that the housing was also worn and would not allow the lid to open or close properly. The assignable root cause was determined to be due to wear on components from use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing it was observed that the battery handpiece device would not stop running. It was reported that there was no patient involvement. It was reported that there was no delay due to the event as an unspecified spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.